Event description:
This patient had to be externally defibrillated on (B)(6) 2022 for what appears to be torsades de pointes. The device did not meet detection criteria due to zone programming of high detection rates and long detection counters. It was then reported that the patient expired around 7pm on (B)(6) 2022. It was reported that prior to the patient expiring the patient was traveling, they were positive for covid-19, and they were on dialysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.